Event description:
It was reported that dfw225 intraocular lens (iol) was implanted and after implantation, doctor noticed that the iol was broken. The doctor removed the iol and in order to do so, had to cut the iol and make a larger incision. Through follow-up it was learnt that another iol was used as replacement for the patient. The patient is doing well. The material is not available for return. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Section h6 -health effect - clinical code: 4581: incision enlarged. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.